Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a flow leak in an arctic sun device and not achieving temperature. Per follow up information received via mail on 21may2025, as per work order the unit has arrived back at the depot but not been inspected yet.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device met specifications during evaluation. A check of the machine confirmed that there were no leak. Device performed to specification. Device was not achieving temperature. Device performed to specification. As5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction- h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a flow leak in an arctic sun device and not achieving temperature. Per follow up information received via mail on 21may2025, as per work order the unit has arrived back at the depot but not been inspected yet.